Event description:
Boston scientific received information that this device was part of a system explant due to a msra bacterial infection. The physician elected to use this device as a temporary pacemaker, on the outside of the patient's body, until the infection was cleared. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.